Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.